Event description:
It was reported that a spectrum pump was unable to advance to the care areas screen to perform operational check. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem 'insert slide clamp error message, unable to advance to the care areas screen to perform operational check' was reproduced as a pump door issue and was not related to the device keypad. The keypad functioned with no issues noted. A review of the event history log revealed 'door jammed!' Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation, the pump door would not fully latch. The cause was determined to be loose door latch screws. The door link and link switch require adjustment to address this issue. This device malfunction outside of therapy is not likely to lead to patient harm if it were to recur. Should additional relevant information become available, a supplemental report will be submitted.